Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. After a non bsc guide wire crossed the lesion, a 1.2 mm coyote¿ fc balloon catheter was advanced for dilatation. Another dilation was performed with a 2.0mmx220mmx150cm coyote¿ balloon catheter. During the first inflation, the balloon ruptured at 4 atmospheres after being inflated for 5 seconds. The device was completely removed from the patient and the procedure was completed with a 2mm-100mm non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).